Manufacturer narrative:
Results: the returned lantern was kinked approximately 59.0 cm and 72.0 cm from the hub. The non-penumbra catheter was undamaged. Conclusions: evaluation of the returned lantern revealed kinks. If the device is mishandled during the procedure, damage such as kinks may occur. These kinks were likely contributed to the reported resistance experienced during the procedure. During functional testing, while attempting to advance the lantern through the non-penumbra catheter, resistance was encountered due to the kinks on the lantern. The lantern could not be advanced through the non-penumbra catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery (pa) using a lantern delivery microcatheter (lantern), a non-penumbra intermediate angiographic catheter, and a non-penumbra guide catheter. During the procedure, the physician encountered resistance while advancing the lantern into the intermediate catheter. The intermediate catheter was exchanged for another of the same kind; however, the same issue occurred. Therefore, the lantern was removed. The procedure was completed using the new lantern, the same intermediate catheter, the same guide catheter, three ruby coils, and two non-penumbra coils. There was no report of an adverse effect to the patient.